Event description:
The initial report was received from the hospital (B)(6) and provided to baxter (B)(4). On (B)(6)-2010, a doctor from (B)(6) hospital contacted a sales rep. With information regarding an incident which occurred during the use of an aquarius (code gef09600, (B)(4)) where a patient allegedly suffered a mild dehydration. On (B)(6)-2010 the sales representative communicated the incident as an arterial pump failure during treatment. The event occurrence was reported as (B)(6)-2010. The doctor's telephone number was also provided at this time. On 27-apr-2010 the doctor was contacted to obtain additional information. The doctor provided: (B)(4). Patient information: patient with abdominal infection (22-23 days) and anury. Incident: the arterial pump made a strange noise. The alarm "check substitution line" appeared several times at night (the doctor observed this information in the data history). Patient suffered a mild dehydration. Patient status: fully recovered - no consequences. (B)(4).

Manufacturer narrative:
Evaluation of the device is performed in-situ and the results were not provided at the time of this submission. Evaluation results and a review of the device history record will be submitted in a follow up submission upon receipt of the aforementioned.